Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced hight vault and residual error. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon further review, it has been determined that the event is not MDR reportable. There was no ae, and there has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim # (B)(4).